Event description:
During the implant procedure, while using the medtronic catheter passer, the patient experienced excessive bleeding. Physician used cautery to stop the bleeding. This resolved the issue.